Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported fluid intrusion which was confirmed but not reproduced. The device was found to be inoperable due to a check battery message caused by corrosion on the radio printed circuit board (pcb) as a result of fluid intrusion. Eval also found evidence or corrosion on the wireless module flex. The device was removed from service.

Event description:
It was reported that a spectrum pump wireless module had fluid intrusion. It was also reported there was no pt injury.